Event description:
Caller reported an alarm 2 indicating a high blood glucose event due to an occlusion issue, with the specific value unknown but displayed as "high." There was an adverse impact on the customer's blood glucose level, exceeding 500 mg/dl. To address the issue, customer administered a correction injection via multiple daily injections and resolved it by changing the infusion set and cartridge to resume insulin delivery. There was no incapacitation and normal assistance was received from a third party; no further assistance was necessary. Case was closed by technical support.